Event description:
The hospital reported that a 24mm hemashield platinum angled aortic graft was used for a repair of an aortic arch aneurysm. The patient was placed on an artificial heart-lung machine to conduct extracorporeal circulation and replace an aorta and each of its branches. When they restarted the circulation, blood leakage was found at the bifurcated part of left common carotid artery. The hospital reported that the patient lost approximately 100 ml of blood and a transfusion was not required. The physician attempted to stop the bleeding by suturing the site, but the suture was not tight enough due to the location. A hemostatic agent was used to stop the bleeding. The hospital did not report any patient effects. The hospital will reportedly not be returning the product in question as the product has been implanted.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sops, all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. There have been no other complaints reported for the batch in question. All grafts manufactured within this batch passed non-destructive permeability testing, per product specification. In addition, a representative sample underwent water porosity testing and was found to be well within product specifications. (B)(4).